Event description:
It was reported that during a laparoscopic assisted ileocectomy procedure, the device when engaged ¾ of the staples did not form. The bowel had to be manual sutured to complete the procedure and it took longer. The post op care was not changed. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.